Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise oversensing suspected to be caused by electromagnetic interference (emi). No adverse patient effects were reported. This system remains in service.